Manufacturer narrative:
(B)(4). A device history record review was performed on the injection needles with no relevant findings. The customer reported the injection needle appears to be bent at the tip. The customer returned one 18ga injection needle and lidstock (B)(4). The returned needle was visually examined with and without magnification. Visual examination of the returned needle revealed the needle appears typical. Microscopic examination of the needle bevel revealed the needle tip is bent outward (reference files (B)(4)). The reported complaint of the injection needle tip being bent was confirmed based on the sample received. Visual examination of the returned injection needle revealed the tip of the needle bevel was bent. A device history record review was performed on the injection needles with no evidence to indicate a manufacturing related issue. The 18ga injection needle is a purchased part. Therefore, the potential root cause of this issue is supplier related. A nonconformance has been initiated to further investigate this issue.

Event description:
The injection needle in the epidural kit appears to have had external pressure pressed upon the distal tip and it is distorted. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The injection needle in the epidural kit appears to have had external pressure pressed upon the distal tip and it is distorted. There was no patient involvement.